Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the breakage of the locks of an r3 20 deg xlpe acet lnr when impacted. It has been reported all pieces were removed from the patient. Based on the information provided, the surgery was completed, without delay, using a back-up device. Per the report, the patient was not injured. No other medical/clinical documentation was provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. Should any additional relevant clinical information be provided, the complaint would be re-assessed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to, excessive forces applied to implant or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was damaged along its base, rendering the device inoperative. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that this case reports the breakage of the locks of an r3 20 deg xlpe acet lnr when impacted. It has been reported all pieces were removed from the patient. Based on the information provided, the surgery was completed, without delay, using a back-up device. Per the report, the patient was not injured. No other medical/clinical documentation was provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. Should any additional relevant clinical information be provided, the complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Some potential probable causes for this event could include a fit/sizing issue or poor insertion technique. A contribution of the device to the reported event could be corroborated as the device shows signs of damage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the r3 20 deg xlpe acet lnr 36mm x 54mm sink inside the acetabulum when impacted, and the locks broke. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.